Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿intra and extra capsular rupture" and "progressive deformation of the breast and inflammatory state. Unexplained fever. An inflammatory granuloma and capsular contracture baker grade unknown".

Event description:
Patient reported "an intra and extra capsular rupture" and "progressive deformation of the breast and inflammatory state. Unexplained fever. An inflammatory granuloma and capsular contracture baker grade unknown". This relates to the right device. Device was explanted.